Manufacturer narrative:
An event regarding loosening involving an other hip screw was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is aseptic loosening of a tha acetabular implant. No obvious cause for this complication was reported. Further documentation required for completion of this assessment." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant concluded that the primary harm involved is aseptic loosening of a acetabular implant. As bone screws are intended to provide initial mechanical fixation for a time period of 2 years or less while biological fixation between the acetabular shell and the acetabulum develops, since in the reported event they did not exceeded the time for initial fixation therefore contributed to failure. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. Further information such as return of device, pre and post op x-rays from the index surgery and outpatient office/clinic notes are needed to determine the root cause. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient was revised due to loosening of acetabular component.